Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # unknown. The lot / batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a breast surgery, surgeon has torn vessels due to the device for the first couple of clips were very difficult to fire. The device loosens up after a few clips. Difficult to close causing more pressure initially to close the jaws and form clips causing a release of tension, creating more initial force and an injured vessel. It is difficult to tell if it was the clip or the device that damaged the vessel since they both close on the vessel simultaneously. There were no patient consequences reported.